Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth device exchange.

Event description:
Healthcare professional reported textured to smooth exchange on the right side. The device was explanted. Reported "completely ruptured" on explant.